Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 ifs want, the wand gave an alarm upon connection to the controller. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays of pt complications reported as a result of this event.